Event description:
A customer sent back a knife with a note stating it was 'defective.' There was no pt harm reported. No further info was provided. Add'l info has been requested.

Manufacturer narrative:
One opened knife sample was returned. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. The root cause cannot be determined. (B)(4).